Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, episodes of inappropriate mode switch due to noise and out of range capture were noted on the right atrial (ra) lead. Diagnostic imaging was performed and confirmed that the ra lead was dislodged. No intervention was performed. The patient was stable and will continue to be monitored.